Manufacturer narrative:
Continuation of d10: product ID 8880t2 (serial: (B)(6)); product type: 0001-accessory; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the manufacturer representative (rep) connected wens to the leads, tested connectivity and impedance, impedance normal range. Upon connecting ins to lead , they saw tested connectivity (saw all red) and impedances were out of range (>40,000 ohms). Removed leads from ins, wiped off contacts, and reinserted and tested connectivity and impedances. Connectivity (saw all red) and impedances were out of range (>40,000 ohms). Tried again by removing and wiped down leads with same result. Opened a new ins but they couldn't connect to the ins battery. It just sat searching for device. Rep stated they had power cycled the tablet, clinician tablet multiple times, clinician tablet or product not sitting on metal table, clinician tablet batteries were good. Technical services (ts) suggested using the clinician tablet cable which after 5 mins or more they were able to connect to the 2nd ins battery. They tested ins battery again and connectivity and impedances were in normal range.

Manufacturer narrative:
Product analysis #(B)(4):analysis information -- 2025-04-22 16:11:43 cst pli# 10 product ID# 977119 h3. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing; however foreign material was observed in the implantable neurostimulator (ins) connector port. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.